Manufacturer narrative:
The investigation for the reported stroke has been completed. The impella device was returned for evaluation. During evaluation, the pump was visually inspected and biomaterial was observed in the inlet and outlet cages. No other abnormalities were observed. However, with sufficient clinical details, the root cause of the stroke could not be determined. Corrected b5. Describe event or problem note: initial MDR reported bleeding and blood transfusion in error. The bleeding event was not related to the impella 5.5 in this MDR.

Event description:
The user facility reported a 76-year-old male in acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. During support, the patient developed left sided weakness. A CT scan of the head revealed meningioma as well as some infarct sites. The team and neurologist had concern for device related embolic events due to holding the systemic anticoagulation, a decision was made to wean and explant the device. Following the explant, the device did not appear to have any thrombus built up on the catheter or in the cannula, however, an analysis seemed warranted given the patient complications.

Event description:
The user facility reported a 76-year-old male in acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient had a large drop in hemoglobin and hematocrit(h/h). A CT scan found a large retroperitoneal bleed from left iliac, team stopped systemic anticoagulation and gave blood products. Overnight the patient developed left sided weakness. A CT scan of the head revealed meningioma as well as some infarct sites. The team and neurologist had concern for device related embolic events due to holding the systemic anticoagulation, a decision was made to wean and explant the device. Following the explant, the device did not appear to have any thrombus built up on the catheter or in the cannula, however, an analysis seemed warranted given the patient complications.

Manufacturer narrative:
The impella products have been received for the investigation into bleeding and cerebral vascular accident. The investigation is not complete at this time. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿